Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2021. On (B)(6) 2021, the patient was vomiting and had a headache. Her bg was 542 mg/dl but the cgm was reading 141 mg/dl. She was given 4.5 units of insulin and after 2.5 hours the bg had come down to 112 mg/dl and the cgm was reading 132 mg/dl. About 2 hours later the sensor remained inaccurate; she had readings of bg 243 mg/dl with a cgm of 110 mg/dl, and bg 76 mg/dl with a cgm of 187 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a,c and d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.